Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up fully. Upon troubleshooting, the philips field service engineer (fse) identified that system requires software reload. To resolve the issue, the fse reloaded the system software and performed functional tests, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.